Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.6 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose over 400 mg/dl while wearing the pod longer than 48 hours. The patient reported the pod was not ¿working properly¿ while on the infusion site on their hip/buttocks. It was also noted by the patient they have a scar on that area. The patient mentioned they used multiple boluses to attempt to bring down their bgs, but their levels stayed high. As treatment the patient applied a new pod.